Manufacturer narrative:
Exemption number e2017014. (B)(4). As this event is under investigation, a root cause has not yet been determined. The cse was told that the eeg leads used were mr conditional, however, two of the contacts leads were not. Therefore, it reasonably suggested that the root cause for this incident was a user error. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred after examination on the magnetom symphony syngo mr system. It was stated that a patient complained about a second degree burn on the upper part of the chest left side. Medical treatment was required by the hospital staff. We are unaware of any further impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. Neither the patient images including the rf exposure parameters or a save log were provided for investigation. Therefore, analysis of sar exposure was not possible. The system was checked by the service engineer and found to be within specification, with the exception of the ecc (eddy current compensation) test. No other warming/ burning incidents have been reported from this site and the system works as specified. The injury was a result of the ECG leads which were not removed before starting the mr examination. The ECG leads used were not mr-compatible. To prevent these possible burns a warning notice is implemented in the magnetom symphony operating instructions - version syngo mr 2004a: use only siemens ECG cables, active ECG electrodes, and disposable ECG electrodes that are mr-compatible and approved by siemens. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.